Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and was unable to duplicate the reported issue during testing. No issue was observed with this removed part.

Event description:
Physio-control was performing preventative maintenance on a customer's device and observed that the device would not deliver a defibrillation shock above 200 joules and would log an event code when attempting to shock above 200 joules. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.